Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing pain and inflammation at the implant site. On (B)(6) 2017 the recipient was prescribed an antibiotic every 6 hours. Allergy testing was recommended. Revision surgery is scheduled.

Manufacturer narrative:
Due diligence attempts to obtain additional treatment details were unsuccessful. The recipient has reportedly healed. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted.